Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 280 mg/dl. No significant events leading to the alarm were observed. Assisted with clearing the alarm. The customer states that they are able to complete the rewind sequence. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and severely corroded battery cap contacts noted. Functional testing was not performed due to the blank display anomaly. The motor was tested outside of the insulin pump and it passed. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.